Event description:
A caller updated time, personal profile, or biq/ciq settings, which resulted in a blood glucose issue where the value displayed as "low," though the specific value was unknown. There was no adverse impact on the customer's blood glucose level. The customer consumed gatorade to address the low blood glucose and did not require third-party assistance. Technical support assisted the caller in updating the basal rate and correction factor settings and advised them to consult with their healthcare provider regarding any updates. The caller understood and acknowledged this advice.